Event description:
It was reported that blade detachment occurred. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that when the physician took the balloon out through the port of the sheath, one of the blades partially came off the balloon. The procedure was completed and looked fine after post angioplasty. No patient complications occurred and the patients' status was stable post procedure.